Event description:
It was reported that the pt underwent lumbar fusion (unk levels). The hex tip of the screwdriver broke off while inserting the screw. The retaining tabs remained intact. The tip was retrieved from the pt and discarded. Although the instrument was used intra-operatively, no pt injury was reported.

Manufacturer narrative:
(B) (4): the screwdriver was returned for evaluation. Visual examination confirmed the tip was broken. The circular material flow and fairly brittle fracture surface is consistent with torsional overload during tightening. A review of the device history records did not identify any applicable nonconformance to specification.